Event description:
It was reported by the rep that when the device, with reload cartridge, was used during an unknown procedure, it jammed. It is unknown how the case was completed. There was no consequence to patient.